Manufacturer narrative:
Device disposed of.

Event description:
Second revision surgery - due to the head neck length needing to be longer and the acetabular cup needing to be repositioned. Reference first revision (B)(4), date of surgery (B)(6) 2014.

Manufacturer narrative:
The reason for this revision surgery after 19 days of patient use was reported as malposition. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4)." A review of the product complaint report history showed this is the second complaint for this part number from this lot. The root cause for the malposition was reported as the heads neck length being to short and the acetabular cup needing to be repositioned. There are no indications of a product or process issue affecting implant safety or effectiveness.